Event description:
Kimberly-clark received a report stating, ¿the surgeon placed the gastro-pexys according to the dfu, he was about to insert the mic-key g-tube and two of the t-fasteners broke. No harm came to the patient, but the surgeon had to change from a endoscopic placement procedure to a laparoscopic placement procedure. There was no harm to the patient. It is unknown what the accurate lot number of the kit was, so the lot numbers listed in the complaint are for the kits left over on the shelves in the operating room." Kimberly-clark has no independent knowledge of the event reported but is relaying the information that was provided by the user facility where the incident occurred. This product incident is documented in the kimberly-clark complaint database (B)(4).

Manufacturer narrative:
The device history record was reviewed and documented that the product lot numbers aa3176r10, aa3160r20 and aa3128r26 reported in the incident met manufacturing specifications. A review of complaints received by kimberly-clark identified no similar complaints involving the lot numbers referenced in this report. The device was not returned to kimberly-clark for evaluation, therefore we are unable to determine a root cause for the reported event. Information from this incident will be included in our product complaint and MDR trend reporting systems. Ongoing analysis of trend information is used to identify the need for additional investigations. Device not returned to kimberly-clark by customer.